Manufacturer narrative:
A4 and a5 are unknown. The data logs were reviewed and there were no issues seen during the case run pertaining to the motor current or pump flows. The pump was not returned. The root cause of the pump damage cannot be determined. The cause of the embolism was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient showed a possible metallic foci status post impella cp removal. Glasgow coma scale was 14-15, which has resolved. No patient harm has been reported.